Event description:
The manufacturer's service technician replaced the motor controller pcb board to address the reported problem. Applicable final testing was completed and tests passed to operating specifications.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator was alarming due to a an occlusion. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician confirmed the reported problem. The service technician reported the blower failed. An occlusion during use in normal ventilation mode operation may result in no flow / ventilation during a breath cycle. The customer has not approved service for the device.